Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device is not available for evaluation as it remains in the patient. Review of the imaging taken in the initial surgery show that the core was expanded approximately 1-2mm. The post-operative imaging show no measurable gap of expansion visible. This indicates that the implant appears to have contracted by the majority of the height it was originally expanded. As the device is not available for evaluation, no determinations for the loss of height can be made.

Event description:
It was reported that a fortify spacer lost height post-operatively.